Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-703a-(B)(4): the fiber tip is attached to fiber; he glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber tip came off" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 50,530 joules of use and 7:43 minutes, fiber tip was noted be damaged, detached and firing from the end of the fiber. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing second fiber. Patient outcome: "ok" reported. No injury to the patient was reported.